Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06741 and 2134265-2018-06742. It was reported that the patient developed hematoma. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified 1st diagonal branch. A 1.5mm rotalink¿ plus, 1.75mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that a non bsc balloon catheter failed to cross the target lesion. Ablation was then performed in the left anterior descending (lad) artery with the 1.5mm and 1.75mm rotaburr (3 ablations were performed with each device) with a set operational speed of 180, 000rpm for 15 seconds. Rotational speed decease during ablation was between 3,000 and 5,000rpm. Ablation was performed by the rotational burr being moved forward and backward a the time without staying in one place. After ablation was performed, it was noted that the patient developed hematoma at the base of the 1st diagonal branch. The physician considered that since the lesion was stenosed, hematoma might have developed due to a rotalink being in contact with that pre-existent lesion. To treat the hematoma, dilatation was performed with an unspecified 2.5mm non-compliant balloon followed by an attempt to cross the lesion with a flextome monorail cutting balloon. The cutting balloon failed to advance . Finally an unspecified stent was deployed for treatment. No further complications were reported and the patient's condition is good.